Manufacturer narrative:
Product does not contain latex materials. (B)(4).

Event description:
Customer reports her dad had a growth on his chest removed. They were changing the dressing daily for 3 or 4 days. Then they used 1 or 2 3m bandages. Her dad complained that it was painful to remove, the skin got red in the shape of the dressing. On his follow up visit for the removal, he was given topical triamcinolone 0.1% apply 2x daily and oral cephalexin 500 mg 4x daily for the reaction to the bandages. Reportedly the reaction has resolved.